Event description:
The pt experienced a return of symptoms. A confirmed catheter dislodgement was reported. The distal portion of the catheter was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.